Manufacturer narrative:
Add'l date of event: (B)(6) 2010. Analysis of the system data indicate that there are no known causes which may have contributed to the initial discordant low immulite 2000 ipth test result. The instrument is performing within specifications.

Event description:
A discordant low immulite 2000 xpi ipth assay result was obtained and reported to the physician on (B)(6) 2009. The pt was scheduled for follow up blood work and pthrp on (B)(6) 2010. The pthrp test was not available and the follow up sample was tested for ipth and the result was high. The sample was sent out for testing on another ipth method and the result was mildly increased. There was no known report of pt treatment being altered or adverse health consequences due to the initial low discordant ipth assay result.